Event description:
Info was rec'd that reported a pt was hospitalized in 2008, at 2:00 am due to an incident of hyperglycemia. The rptr stated that the pt began to feel sick one day prior. He went to the hosp the next day, when he could not lower his blood glucose. Upon admit his bg's were >500. The pt was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.